Manufacturer narrative:
DHR review was done and no issues were reported during production of this lot. No sample received for this complaint, picture was not provided. CT scan was done on leaking sample which was segregated during production. After this scan additional tests were done on spike component and concentricity of lower part of spike component caused molding deficit on one side of component. CAPA#891423 was initiated.

Event description:
It was reported that the bd phaseal¿ secondary set c61 leaked. The following information was provided by the initial reporter: "leaking c62."

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ secondary set c61 leaked. The following information was provided by the initial reporter: "leaking c62".